Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that for rio setup, the mics trigger was stuck in the depressed position. We could not perform rio setup due to this. Upon visual inspection, the trigger looked stuck in a more depressed position than the next mics that was opened. Product evaluation and results: per work order wo-01636097 and case number (B)(4) the alleged failure mode was confirmed. "1. Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor) rtv reason: sticky trigger." Product history review: device history records indicate 25 devices were manufactured under lot k0as4 and 24 devices were accepted into final stock on (B)(6) 2018. A review of qt18-02-0005 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0as4 shows 03 additional complaints related to the failure in this investigation. The related complaints are pr (B)(4). Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc and CAPA are associated with the failure mode reported in this event.

Event description:
For rio setup, the mics trigger was stuck in the depressed position. We could not perform rio setup due to this. Upon visual inspection, the trigger looked stuck in a more depressed position than the next mics that was opened. Case type: pka. Update: "in regard to anesthesia, the patient was getting a spinal as we were testing the mics handpiece."

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
For rio setup, the mics trigger was stuck in the depressed position. We could not perform rio setup due to this. Upon visual inspection, the trigger looked stuck in a more depressed position than the next mics that was opened. Case type: pka. Update: "in regard to anesthesia, the patient was getting a spinal as we were testing the mics handpiece."